Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positives using the binax now covid-19 ag card performed on multiple dates. This is report 2 of 2. The customer reported one false positive on (B)(6) 2021 using binax now covid-19 ag card on a nasal kitted swab. Pcr testing was performed on the same day using two different samples and swabs. Both times it generated negative results. The patient had received a false positive 2 days earlier (reference report number 1221359-2021-00894). The customer indicates there was no patient harm due to the test results. Additionally, the customer confirmed there were no delays or impact of treatment due to test results. Positive results are indicative of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 128548 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part. Number 195-000 / lot 128548, test base part number 195-430 / lot 126108. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for these specific lots based on the total quantity of devices manufactured for distribution are: lot 128548: (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.